Manufacturer narrative:
Smith & nephew is submitting this report pursuant to the provisions of 21 c.f.r. Part 803. This report may be based upon information which smith& nephew has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, smith&nephew, or its employees, that the report constitutes an admission that the device, smith&nephew or its employees caused or contributed to the potential event described in this report.

Event description:
It was reported that the surgeon was having trouble preparing the keel on the journey 2 tibia baseplate during a tka case. He appears to potentially be hitting a tibial bone pin. We proceeded with trialing and after trialing, removed the bone pins. The keel punch had hit the bone pin. No impact, other than re-prepping the tibia after the tracker and pins were removed. No significant delay was reported in the case.

Manufacturer narrative:
H10, h3, h6: the reported device, used for treatment, was not returned to the designated complaint unit for independent evaluation, thus and functional testing could not be performed. A review of the device history records (DHR) showed there were no indications to suggest that the product did not meet manufacturing specification or would not be able to perform as intended. A complaint history review identified prior similar events. Review of a photograph provided by the site was performed. The bone screw was hit by the tibial trial causing it to bend. For the trial to hit the bone screw, the bone screw was not placed far enough away from the operative condyle. The navio tka user's manual released at the time of the complaint states that the proximal bone screw should be placed "4 finger widths" from the tibial tubercle. The length of the longest tibial implant component is 2", a measurement of the distance from condyle to the tibial tubercle on the smallest bone model is at least 1.75". The max resection depth is approximately 12mm (0.5") and the minimum hand breadth (width of palm, which is very similar to four finger widths) is about 2.6". If 2.25" is used for four finger widths, this means if the instructions are followed, the tibial implant's keel should be 2"+0.5"=2.5" from the uncut condyle at most. And the most proximal bone screw should be 1.75" + 2.25" = 4.0" from the uncut condyle at least. Therefore there should not be any contact between the two if the procedure guide is followed, a gap of 1.5" minimum would be present. A relationship, if any, between the subject device and the reported event could be determined. The issue was due to user error of the placement of the bone pin.

Manufacturer narrative:
The tibial bone screw was hit by the tibial trial causing it to bend. For the tibial trial keel to hit the bone screw, the bone screw was not placed far enough away form the operative site. The instructions for use for tibia tracker array placement requires the user to "percutaneously place the first bone screw one hand's breadth (four fingers) inferior to the tibia tubercle on the medial side of the tibial crest." The length of the longest tibial component keel is 2". The max resection depth of the tibia is approximately 12 mm (0.5"). Therefore, the bone screws must be placed to clear at least 2.5". The distance from tibial condyle surface to the tibia tubercle on the smallest bone model is approximately 1.75". One handsbreadth (four fingers) inferior from the tibia tubercle, provides conservatively speaking, an additional clearance of approximately 2.25", resulting in a total of 4" distance from the surface of the tibia -- more than adequate clearance to ensure that the tibial component keel does not come in contact with the bone screw placement. Therefore, we have concluded that the root cause of this event is the surgeon's failure to follow the instructions for use and the training provided to him for proper placement of the tibial bone screws. Device not available for evaluation.

Event description:
During a navio total knee case, the surgeon was having trouble preparing the keel of the tibia baseplate. The keel punch appeared to have hit the superior tibial bone screw of the tracker assembly. The bone screw was bent but successfully removed. The case proceeded and no impact was observed.